Event description:
Customer reported she was having issues with keeping her blood glucose under control. She wasn't sure if the issues occurred because of the infusion set. Issues have been occurring with the last two boxes of infusion set. Customer's blood glucose was 170 mg/dl. She treated high blood glucose by raising the basal rates. Troubleshooting was performed. The drive support cap appears normal. No air bubbles or leaks noted. Settings were correct. No alarms noted in the device. Customer declined high pressure test and wanted an infusion set with a longer cannula. Customer called back on (B)(6) 2015 stated issues continued even with different set and wanted to perfume high pressure test. Customer did not have tubing clamp to perform high pressure test. Customer declined shipment of clamp and requested the device to be replaced. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube and a cracked reservoir tube lip.